Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an unresponsive patient arrived in the emergency department (ed) and required intubation for airway protection. The patient also needed to be sedated after intubation and. Propofol was one of the sedative agents used. The primary nurse programmed the pump to administer a bolus of 10mg of propofol followed by a continuous infusion at a rate of 10mcg/kg/min per standard dosing. The total volume to be infused (vtbi) 75 ml, which was verified by another nurse, and the infusion was then started. The primary nurse was still at the patient's room when the propofol bolus dose was completed and the continuous infusion started. Following a portable chest x-ray, the patient was then taken to CT scan room. Upon return from CT scan, the primary nurse was notified that the bottle of propofol (total volume 100 ml) was empty. The lower half of the tubing still contained the medication while the top half (closest to the bottle) was empty. It was also noted that the pump reportedly did not alarm. The infusion was immediately paused and the physician was notified. Upon inspection, the clinician stated the pump displayed total volume left to be infused was 72.9ml out of the 75 ml vtbi programmed. The devices were also immediately isolated. The nurses continued to monitor the blood pressure closely throughout the patient's stay in the ed until the patient was taken down to the operating room. There were no signs of spillage in either CT scan area nor patient's room. Per customer's internal device testing, the incident pump was set up in the biomed shop with a rate 500ml/hr with vtbi of 20ml. It delivered 57ml. It was also noted that when the pump was paused, it still delivered a constant stream of fluid. There was no apparent harm to the patient.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an unresponsive patient arrived in the emergency department (ed) and required intubation for airway protection. The patient also needed to be sedated after intubation and. Propofol was one of the sedative agents used. The primary nurse programmed the pump to administer a bolus of 10mg of propofol followed by a continuous infusion at a rate of 10mcg/kg/min per standard dosing. The total volume to be infused (vtbi) 75 ml, which was verified by another nurse, and the infusion was then started. The primary nurse was still at the patient's room when the propofol bolus dose was completed and the continuous infusion started. Following a portable chest x-ray, the patient was then taken to CT scan room. Upon return from CT scan, the primary nurse was notified that the bottle of propofol (total volume 100 ml) was empty. The lower half of the tubing still contained the medication while the top half (closest to the bottle) was empty. It was also noted that the the pump reportedly did not alarm. The infusion was immediately paused and the physician was notified. Upon inspection, the clinician stated the pump displayed total volume left to be infused was 72.9ml out of the 75 ml vtbi programmed. The devices were also immediately isolated. The nurses continued to monitor the blood pressure closely throughout the patient's stay in the ed until the patient was taken down to the operating room. There were no signs of spillage in either CT scan area nor patient's room. Per customer's internal device testing, the incident pump was set up in the biomed shop with a rate 500ml/hr with vtbi of 20ml. It delivered 57ml. It was also noted that when the pump was paused, it still delivered a constant stream of fluid. There was no apparent harm to the patient.